Event description:
On 17/jun/2026, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up call conducted on 06/19/2026, the reporting pd nurse confirmed that on (B)(6) 2026 this patient was hospitalized with peritonitis. It was reported that the patient had a pd culture obtained (in the hospital) which was positive for growth of gram-positive bacteria (species not available). The patient was initiated on antibiotic therapy utilizing vancomycin 2.5 grams every 4 days intra-peritoneal (ip). The patient remained in the hospital at the time follow-up was performed with an expected discharge on (B)(6) 2026. The patient is recovering from the peritonitis event and is expected to resume pd treatment with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.